Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit is louder than usual. There was no patient involvement.

Manufacturer narrative:
Corrected fields :h8. Updated fields: b4,d8, d9, g3, g6, h2,h3,h4 h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) verified and run the unit on a balloon and trainer and reviewed the logs, noise from the unit was typical, no problems found. Fse inspected the compressor, found evidence that the unit may have been opened and the compressor may have been removed and replaced, before fse arrived. So fse replaced 2500 hour kit as a precaution, performed full functional checkout. Unit passed all functional and safety checks and unit returned to customer. There was no patient involvement and no harm reported.